Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, the device was found to exhibit high current drain and in back-up mode. An attempt to download was unsuccessful and a replacement was scheduled.